Manufacturer narrative:
Physio control continues to investigate the reported event. A replacement device was provided to the customer. Physio control will submit a supplemental report on this event to the FDA.

Event description:
The customer reported that the device does not turn on completely. Only the "on" switch and the "shock" switch remain illuminated and the device will not complete the power on self test. There was no pt use associated with the reported event.